Event description:
The following was reported to hamilton medical ag: the self test failed. The harness from the blower cable was damaged. This malfunction was noticed before usage. The alarms were observable both visually and through hearing. There is no patient involvement reported. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: the allegation in this complaint was confirmed to be a complaint as a malfunction of the device could be identified. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. This complaint is assessed as reportable: the self test failed. The harness from the blower cable was damaged. This malfunction was noticed before usage. The alarms were observable both visually and through hearing. There is no patient involvement reported. The issue is not likely to be serious to public health but has potential to cause patient death or harm, if it were to recur. Therefore, the event has been deemed to be a reportable event. The root cause was identified as a manufactuting issue of the blower module c1/t1/mr1 (msp161170). The correction consisted in replacing the blower module c1/t1/mr1 (msp161170) and t1 driver board (msp161500) of the device.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: the self test failed. The harness from the blower cable was damaged. This malfunction was noticed before usage. The alarms were observable both visually and through hearing. There is no patient involvement reported. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.